Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The analysis for this valve was initially reported under the event in regulatory report #2021898-2017-00207. Upon further clarification, it was indicated this valve did not belong to that event, but had been provided to the manufacturer with no information. The returned valve was patent. The valve met the requirements for siphon testing. However, the device did not meet the requirements for reflux, pressure-flow and preimplantation testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the valve did not meet requirements for leak testing due to multiple tears in the top of the reservoir. It is unknown how or when this damage occurred. The IFU cautions that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also cautions that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
The valve was returned with no alleged deficiency.